Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacture report reference number: 1627487-2020-23010. It was reported that the patient experienced ineffective stimulation. Due to this issue, the patient underwent surgical intervention in which the system was explanted and replaced. Effective therapy was reported in post operation.